Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor needle was fractured in the body. The customer¿s blood glucose level was in the 8.2 mmol/l at time of incident. Customer reported that the sensor needle was fractured in the body. It was also reported that the sensor needle was hard to remove. The sensor will not be returned for analysis.